Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Adverse event report is being submitted due to customer contacting doctor due to the erratic readings on meter note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated he is using a competitor's meter.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 135, 115 and 95 mg/dl fasting. The customer¿s expected fasting blood glucose test result range is 115 - 150 mg/dl. The customer feels well and did not report any symptoms. Customer stated that he had contacted his doctor due to concern with the results obtained with the truemetrix meter. Customer stated he was going to receive a new meter the next day. Customer was offered to have products replaced and customer stated he would call back. No further information was able to be obtained.